Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative noted the event was due to the type of microscope the customer is using, it is difficult for the surgical staff to see the female dovetail, which results in repeated attempts to insert the aberrometer onto the microscope each time. This results in wear of the part over time. The female dovetail was replaced to resolve the issue. The system was then tested and met all product specifications. The root cause of the reported event can be attributed to wear of the female dovetail. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A manager reported dovetail was loose and was replaced. Upon follow up, dovetail was difficult to remove so it was replaced. No patient harm or unexpected outcomes. New information was received. The dovetail was worn to the point that the aberrometer fit too loosely. This looseness made it more difficult for the staff to put the aberrometer on the microscope.